Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction of the device. Though still under investigation, varian has determined the MDR is appropriate as this malfunction, should it recur, could potentially cause a serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.

Event description:
(B)(6) recorded a treatment that did not occur. In the morning, customer had difficulties closing previous pt. Customer had the rt chart opened at the same time with the current pt in another workstation. It was the first treatment event of this particular pt and they noticed the field size was different on the paper chart than the field size in the 4d console. Because of this, they closed the pt and corrected the info on rt chart; at this time, they tried to reopen the pt to treat and they realized that the status was completed in the pt queue (4d agenda). They checked the info on history page in the rt chart and found the treatment was computed by the system. There was no report of pt injury and no pt data was provided.